Event description:
This event was reported as explant at implant of the device due to mitral regurgitation. The aortic valve was implanted in the mitral position and the posterior leaflet of the valve was immobile. No further info was provided.